Event description:
#Medwatcher #(B)(4). In (B)(6) of 2010, I gave birth to my 4th child, in (B)(6) of 2010, I had essure placed instead of tubal ligation. Shortly thereafter I started having severe abdominal pains, joint pain (which turned into fibromyalgia and arthritis) within days of the pain I started to bleed, which at 1st I took as my period, which it wasn't. I bleed, heavily for 8 months, while passing blood clots the size of baseballs. I had ultrasound after ultrasound until they (my obgyn) said that I would need to have a hysterectomy in order to stop the bleeding. I lost my sex drive, had gotten unbelievable migraines, joint pain, muscle pain, fibromyalgia, arthritis, severe abdominal pain, uncontrollable bleeding, blood clots, weight gain and nerve damage. I regret ever doing this procedure.